Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 59 mg/dl. Reportedly, the cause of the low bg was because the customer delivered an overcorrection bolus. The customer drank soda to address low bg. Additionally, it was reported that insulin was leaking from the cartridge fill port. The customer attempted to fill a cartridge with 400 units of insulin and tandem technical support (cts) advised the customer that the cartridge should always be filled while off the pump and reminded the customer to extract air from the cartridge prior to filling. The customer acknowledged and successfully filled a new cartridge. Cts reviewed the fill technique with the customer; customer acknowledged. Reportedly, when the customer completed the load process, the customer delivered a 25.86 unit bolus; however, the customer was unable to confirm if the 25.86 unit bolus was intentional. Customer reported that bg level dropped from 392 mg/dl to 293 mg/dl. Cts confirmed with the clinical diabetes specialist (cds) that the customer normally delivers boluses from 30-40 units and that this 25.86 unit bolus was intentional. Cds informed cts that the customer is currently in contact with the cds and the health care provider; cds stated no more follow up from cts was needed.